Event description:
A pt was having a chest x-ray performed by the thoravision. It was moving upward when it fell downward about 0.3 meters. The pt was uninjured but if they had been positioned differently a steel bar may have struck the pt.